Manufacturer narrative:
Additional information: d7a f6/f8 - should be blank.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the implants and the bones, which led to aseptic (non-infected) femoral and tibial loosening, as stated in the operative notes. The extent and root cause of the prosthesis wear, osteolysis, and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
Per a report from the legal department the male patient had a left knee replacement on (B)(6) 2014. Approximately 8 years and 11 months after the initial procedure the patient had a left knee revision on (B)(6) 2023 due to pain. Revision op report - (B)(6) 2023 patient had severe pain due to failed aseptic loosening of left total knee replacement. Loose femoral and tibial implants - removed easily with moderate bone loss. There was extensive soft tissue debris throughout the knee joint consistent with a synovitis from a polyethylene reaction to the tissues. This was tiny, small balls of light brown synovium along with a "pseudo-capsule" of dense soft tissue rind. The surgeon resected as much of this as safely possible. The total amount of soft tissue damage that required resection was ~ 6 oz. The surgeon examined the polyethylene - excessive wear was present with signs of oxidation / yellow discoloration, pitting, cracking, and delamination of the poly. Distal femoral bone loss was moderate. This did not require a femoral cone. Large medium grape size bone defect (uncontained) along the medial posterior tibia as a result of osteolysis. The tibial bone loss was extensive and required placement of a tibial cone. Patient reversed from anesthesia and sent to pacu in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: 2291002: 02-010-01-0240 - logic femoral ps cem left sz 4. 2921741: 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t .2917632: 200-02-35 - three peg patella 35mm. Pending investigation.